Event description:
It was reported that the visao drill handpiece was overheating and froze up. There was no patient involvement. Additional information received that the handpiece was being used more than a minute when the overheating was noticed. The speed was 8000 rpm, mode was for milling the tympanic bone and irrigation flow rate was 25.

Manufacturer narrative:
H3: product analysis of the device found that bearing was corroded, cable was kinked, o ring was worn, the reason for return has not been confirmed. The handpiece is not frozen, but it runs very rough and is very noisy. The incoming functional test was stopped after 1 minute to prevent further internal damage as the temperature already reached 223f at the nose. The bearing in the bur guard is broken which makes it impossible to insert a bur. The middle bearing is broken. The release collar is worn. The shaft is corroded. The visao fails the electrical safety test (0,145 ohm). The cable is kinked. The laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E2 and e3: updated to hcp and other health care professional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.